Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a revision surgery because the ins somehow got turned vertically instead of horizontally. The patient stated it happened a couple weeks after they were implanted, probably sometime in (B)(6). No patient symptoms were reported. No further complications were reported.